Event description:
It was reported "the needle would not safety when the nurse pushed the button." No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy0957 showed no other similar product complaint(s) from this lot number.